Event description:
It was reported that the patient could not feel stimulation and experienced a loss of therapeutic effect. The patient's device was c onfirmed to be turned off. The patient turned the device on with the patient programmer and she was then feeling stimulation.

Manufacturer narrative:
(B)(4). Lead: model 3889-28, lot# v933650, implanted: (B)(6) 2012, explanted: na.